Manufacturer narrative:
(B)(4): eval: results: visual inspection of the returned product found optic is torn. Piece of optic and one loop haptic is torn off and missing. Lens was returned in liquid. Conclusions: based on the complaint history and the eval of the returned product, the root cause of the event has been determined to be due to the off label use of the injection system with this model lens. (B)(4).

Event description:
The reporter stated the surgeon inserted a cq2015a collamer aspheric three piece lens. Lens was torn upon insertion. Lens was removed with no pt injury. The incision was not enlarged and no suture used. The reporter stated the surgeon used a competitor's injection system, which has not been approved by the MFR for use with this lens model. Reporter stated they are aware that using this injection system is considered off-label use.